Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and found the heating element was damaged and required replacement. The technician replaced the heating element, tested the unit, confirmed it to be operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. A follow up MDR shall be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported their amsco 400 sterilizer made a "popping noise" and had "smoke" coming from the bottom of the unit. The unit was removed from service to await onsite inspection. No report of injury.